Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stim in the patient. The nurse was unable to resolve the diaphragmatic stim and the patient was released still experiencing the diaphragmatic stim. The patient is scheduled to come back for a re-evaluation on whether a lead revision needs to be done or not. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2014; a 5076, implantable pacing lead, (B)(6) 2014. (B)(4).